Manufacturer narrative:
F/u info was received on (B)(6) 2010 via medical records. The pt was evaluated between 2006 and 2009 for complaints/symptoms including fatigue, leg stiffness, gait difficulty, chronic pain, vitamin d deficiency, bone pain, fluctuating weight, burning on soles of feet, paresthesias, numbness of extremities, mild anemia, low back and buttock pain, tingling, loss of strength, occipital headaches, spasticity/spastic dysarthria, lumbar degenerative disease and facet arthropathy, and vitamin b12 deficiency. Diagnosis and/or impressions/assessments included a "working diagnosis" of spinal cerebellar ataxia, vitamins b12 deficiency, anemia/iron-deficiency anemia, leukopenia, progressive peripheral neuropathy, and myelopathy/cervical myelopathy, motor neuron disease associated with copper deficiency, and amyotropic lateral sclerosis (diagnosed 2009). Diagnostic testing showed moderate acquired spinal canal and lateral recess stenosis ((B)(6) 2008); mild degenerative thoracic disc disease ((B)(6) 2008); cerebellar atrophy of cervical spine (computed tomography 2008). Treatment included copper supplement, oxycontin, vitamin b12 injections, ferrous sulfate, neurontin, valium, duragesic, roxicodone, fentanyl, percocet, aricept, amantadine, namenda, gabapentin, clonazepam, baclofen, zanaflex, botox, and physical therapy. She was wheelchair dependent. Electromyography in (B)(6) resulted in an impression of electro diagnostic evidence of left sural sensory neuropathy. She was evaluated for numbness of hands and feet on (B)(6) 2006, followed by a marked decline in mobility. She underwent partial corpectomies with attempted arthrodesis at c5/6/7 on (B)(6) 2007 for diagnosis of myelopathy secondary to severe cervical spinal compression. On (B)(6) 2007, two-weeks after partial corpectomies, she reported improvement in gait dysfunction. She was hospitalized from (B)(6) 2007 for right trimalleolar ankle fracture after slipping in the shower and lower extremity weakness, and underwent open reduction internal fixation of the fracture. She was hospitalized from (B)(6) 2008 for weakness chronic left lower extremity pain, severe normocytic anemia and leukopenia "new since at least (B)(6)". During hospitalization, comments indicated that sensory ataxia and chronic mild anemia were felt secondary to b12 deficiency. She was re-hospitalized from (B)(6) 2009 for anemia with related iron deficiency, anemia of chronic disease, b12 deficiency, and anemia of chronic disease. She was initially diagnosed with copper deficiency in (B)(6) 2009 (related to malabsorption, etiology unclear). On (B)(6) 2009, assessment included severe copper deficiency and resultant myeloneuropathy with diffuse weakness and function-limiting spasticity. She experienced rapid cognitive decline and worsening weakness, spasticity, with inability to feed herself by (B)(6) 2009. In (B)(6) 2009, diagnosis included spastic hemiplegia/hemiparesis secondary to severe myeloneuropathy from copper deficiency. In (B)(6) 2009, she was described as having cognitive difficulties, short term memory loss, worsening spasticity in legs, and slurred and unintelligible speech." She was seen for f/u on (B)(6) 2009; and it was noted that she had recently been seen by another facility and was diagnosed with amyotrophic lateral sclerosis (als). On (B)(6) 2009 physician commented that "this does not look like amyotrophic lateral sclerosis", and expected the pt "not to worsen and to continue to do about the same." In (B)(6) 2009, copper and zinc levels were normal and complete blood count was unremarkable. She was evaluated as recently as (B)(6) 2009 for severe copper deficiency myeloneuropathy with motor neuron signs and history of severe anemia and leukopenia related to copper deficiency that resolved with copper replacement. (B)(4). Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available.

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a (B)(6) female pt who received super poligrip (formulation unk) over a period of 30 years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. An unk time later, the pt "suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to her super poligrip use." According to the claim, these injuries left the pt "unable to perform her normal, customary, and daily activities." Super poligrip was discontinued in (B)(6) 2009. At the time of reporting, the events were unresolved. Medical records received (B)(6) 2009: the pt was seen by a neurologist on (B)(6) 2008. It was noted that in 1999, the pt began having bilateral leg weakness with some imbalance and tendency to fall to the left. For about two years she had many falls with increasing weakness, but no associated numbness, tingling, or pain. She stopped working in 2004, and by 2006 required a walker. She was seen by a neurosurgeon and underwent cervical fusion, which improved her walking somewhat. Her gait kept deteriorating despite physical therapy, and she began using a wheelchair in 2006. At that time, she also began to feel tightening of the muscles on the back of her ankles and hips as well as some hand tingling with no associated hand weakness. In 2007, the pt was diagnosed with cerebellar ataxia, and she could not get up or stand without assistance. The pt also had a long standing history of leukopenia and anemia with related iron and b12 deficiency. This had not responded to iron supplementation or erythropoietin therapy. At the (B)(6) 2008 visit, the pt was requiring 24 hour care due to leg weakness. When she lied down her legs tended to cross over and she felt constant muscle pulling and pain in the back of her hips, buttocks, and inner thighs. For six months prior, the pt had also noticed right hand weakness with muscle atrophy in the right metacarpal space. Emg was normal. A full blood panel, including copper level, was ordered. At f/u on (B)(6) 2009, it was noted that the pt's copper level was measured at less than 0.1 mcg/ml (normal 0.75 to 1.45) and her zinc level was 1.5 mcg/ml (normal 0.66 to 1.1). Serum ceruloplasmin was less than 6 mg/dl (normal 15 to 52), complete blood count was 2.2 (normal 4.5 to 11), hemoglobin was 7.9 (normal 12 to 16), and absolute neutrophil and lymphocyte counts were decreased. Ck level, methylmalonic acid, b12, ana, ena, paraneoplastic antibodies including gas antibody, and htlv I/ii antibodies were normal. The neurologist diagnosed severe copper deficiency with severe myeloneuropathy, anemia, and leukopenia. He felt the copper deficiency explained all her neurological symptoms and hematological abnormalities. No cause of the copper deficiency could be determined, and the physician stated the pt was on no medications containing zinc nor a high zinc diet and had not undergone gastric or intestinal surgery. She was started on cupric sulfate 2 mg IV for 5 days followed by a weekly infusion and oral copper 2 mg daily for 3 to 6 months, but the physician noted that the damage could be permanent at this point. At f/u on (B)(6) 2009, it was noted that repeat testing on (B)(6) 2009 showed a serum copper of 1.16 mcg/ml. Her anemia and leukopenia had normalized with copper infusion, and neurological symptoms had made some improvement. Gastrointestinal eval ruled out malabsorption syndrome. The pt reported that she had been on dentures for 30 years and had seen on television reports of people with copper deficiency due to the zinc in denture adhesives. The neurologist stated, "it is very possible that her copper deficiency is related to excess zinc in the adhesive gel that is used for dentures," and it was noted that the pt had discontinued using the denture adhesive.